Manufacturer narrative:
A ge representative evaluated the system and replaced the touch screen monitor, and reseated circuit boards. System operates as intended.

Event description:
Customer reported the system displayed a communication error and the touch screen is intermittently not working. No pt injury was reported.